Event description:
Additional information regarding the issue can be located in report #2124215-2015-10229 and 2124215-2015-10230.

Manufacturer narrative:
Additional information has been requested. However, at this time there is no further information available. If additional information becomes available this report will be updated.

Event description:
Boston scientific received information that the patient's remote monitoring system associated with this implantable cardioverter defibrillator (ICD) displayed a red blinking light indicating the presence of a potential product performance issue. No adverse patient effects were reported. All available evidence indicates this device remains in service.